Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site for additional information, and the following additional information was received regarding the reported event: the sureform 60 stapler instrument and sureform 60 reloads were inspected prior to use, and no damage was found. The second stapler fire was involved with the reported event, and there was only one staple line with one gap. No other information was known or provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the device logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show the instrument was installed on the system 2 times, and it fired 2 blue reloads. On each install, the first clamp was successful, and the firings were both completed with no pauses for compression. The instrument was then removed, and it was not used again in the procedure. There were no stapler related errors in the system logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, there was a gap in the staple line following two fires with a sureform 60 stapler instrument loaded with blue sureform 60 reloads. The rectum was completely transected; however, it was not completely sealed along the staple line. There were free staples visible in the area where the hole in the staple line was noted. It is unknown what medical intervention was rendered due to the intra-operative complication. The procedure was completed with a 60 minute delay. Per the reporter, the patient is fine and has been discharged. No reoperation was required, and no post-operative complications occurred. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.